Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a gray stapler reload and the investigation was completed. The gray stapler reload was analyzed and found to have a broken tail with the switch still attached. The broken piece, measuring approximately 3.44mm x 7.11mm in size, was returned with the reload. Due to the broken tail, a detached fragment was observed that was not returned with the reload. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the sureform curved-tip stapler 30 instrument was misaligned. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.